Manufacturer narrative:
A2: no patient information. Age estimated. The acist angiographic injection system, model cvi, serial number (B)(6) has not yet been returned to acist. The consumables used during the event were discarded by the user facility and the lot numbers are not known. The cine-angiograms taken during the event have been requested for evaluation, but have not yet been returned to acist. A clinical assessment by an acist medical advisory board member will be performed on the cine-angiograms upon receipt. A follow-up report will be submitted to the FDA upon completion of the investigation.

Event description:
User reported when finishing the case, upon review of the images, a large amount of air was observed. The patient coded and was revived. Additional information regarding the event has been requested.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6), was returned for evaluation november 27, 2023. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. In addition, support personnel must ensure that: all system connections are in place, secure, and functional. The cine-angiograms were not returned for evaluation. A follow-up report will be submitted if the cine-angiograms are returned for evaluation. This report is closed.

Event description:
Additional information: the reason for the angiographic procedure was due to ejection fraction (ef) drop. After patient coded, the patient was intubated, put on a ventilator and transferred to ICU.